Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, a conclusive cause for the reported suture detachment could not be determined. The patient effect of hemorrhage is listed in the proglide instructions for use as a potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a interventional carotid procedure. Reportedly, the device achieved hemostasis, the next day the patient sat up and blood was flowing from the closure site. It is believed the sutures of the device broke. A non-abbott device was used to stop the bleeding and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.